Manufacturer narrative:
(B) (4). Results and conclusions: graft occlusion. Severe vessel tortuosity.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2.5 months ago. Aneurysm morphology was not reported. The iliac arteries were severely tortuous. It was reported that approximately 1.5 months ago, the pt presented with a partial occlusion of the talent limb; a kink due to vessel tortuosity was noted. The physician elected to intervene by performing a thrombectomy and implanting another MFR's stent to successfully resolve the occlusion. No additional clinical sequelae were reported, and the pt is fine.